Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset of the event, the patient was hospitalized for peritonitis. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram per bag, frequency and duration not reported) and ip meropenem (500 mg, 3 exchanges per day, duration not reported) for peritonitis. At the time of this report the patient was not recovering from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.